Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd has initiated further root cause investigation relating to the issue of deformed plunger stopper through corrective and preventive actions.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced deformed rubber plunger. This event occurred once. The following information was provided by the initial reporter. The customer stated: during the inspection before the puncture, it was found that the plunger stopper was damaged, which did not affect the patient and the user.